Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the related svn#: (B)(4) event date of 02-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: (B)(4) event date of 02-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the primary svn#: (B)(4) event date of 03-oct-2025 and 1 week prior to the related svn#: (B)(4) event date of 02-oct-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 05:08:00.000, (B)(6) 2025 05:18:00.000 (B)(6) 2025 19:35:00.000 (B)(6) 2025 20:14:00.000, (B)(6) 2025 20:24:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 02:00:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2025 02:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2025 12:08:00.000 insert battery alarm was found on: (B)(6) 2025 12:11:46.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 15:35.59.000. There was no power data available for the event date of 02-oct-2025 at 12:08:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Pump error 130 alarm was found on: (B)(6) 2025 02:47:09.000 (B)(6) 2025 18:30:05.000, (B)(6) 2025 18:47:49.000 (B)(6) 2025 20:02:43.000, (B)(6) 2025 20:06:17.000 (B)(6) 2025 22:36:03.000 pump error 43 alarm was found on: (B)(6) 2025 17:54:37.000, (B)(6) 2025 17:55:39.000, (B)(6) 2025 17:57:03.000 (B)(6) 2025 18:22:37.000 (B)(6) 2025 22:22:39.000, (B)(6) 2025 22:32:00.000 pump error 37 alarm was found on: (B)(6) 2025 22:35:40.000 pump error 38 alarm was recorded during rewind test on: (B)(6) 2025 08:28:06.000 (B)(6) 2025 08:29:06.000 the pump was cut open to perform visual inspection and found a corroded motor home switch. Slight corrosion was found on the pcba 1, pcba 2 and battery tube assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Force sensor zero offset within specification (23.70 mv). A test motor was used and continued on rewind test. The pump passed the rewind test. No constant pump error 38 alarm during the rewind test noted during testing. Pump error 130 alarm, pump error 43 alarm, pump error 37 alarm (found in the formatted history file) and a constant pump error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Unable to verify customer alleged for high bgs/low bgs. Unable to complete the functional testing (perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat) due to a constant pump error 38 alarm during the rewind test. Pump error 130 alarm, pump error 43 alarm, pump error 37 alarm (found in the formatted history file) and a constant pump error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. During visual inspection, slight corrosion was found on the pcba 1, pcba 2 and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.